Event description:
Same case as MFR # 6000089-2004-01439. Clinical study. It was reported that 155 days after a drug eluting stenting treatment procedure, the pt expired. The pt was enrolled in the program in 2004. A 2.0 x 18 mm pixel stent was deployed in the lad just after the 2nd diag, and a 2.5 x 13 mm pixel stent was deployed in the mid lad. Target lesion 1 was identified in the prox rca with 75% stenosis and a 3.0mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.0 x 8 mm taxus stent. Residual stenosis was 0% following post-dilatation. Target lesion 2 was identified in the mid rca with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 2 was treated with predilatation and placement of a 3.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. Per cath procedure report, target lesion 2 was treated prior to target lesion 1. Post procedure, the pt developed a urinary tract infection and was treated with antibiotics for three days. The pt's family did not consider the pt ready for home discharge; therefore, the pt remained in the hospital for two more days and was discharged to an outside facility on plavix and asa. During phone call for missed follow up visit, research nurse discovered that the pt expired (155 days post procedure) at a relative's home while sleeping. The pt was being treated for a kidney infection, and death certificate states the cause of death as sepsis. No autopsy was performed. Causality: target vessel involved: no.